Event description:
It was reported by the affiliate that the (1) 512sd was used during an unk procedure. It was reported that the gasket was cracked and there was inner gasket leakage. The case was completed with another instrument and there was no consequence to the pt. The customer requested that all of their inventory be replaced.